Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while charging. The customer believes this issue has affected the insulin and caused blood glucose (bg) levels to become elevated up to the 300 (mg/dl) range with trace ketones. The customer changed the cartridge, delivered a correction bolus, and programmed a temporary rate to increase basal rate for a short time to address impacted bg level. It was reported that the pump would continue to be used for insulin therapy.